Event description:
An operations manager reported that a surgeon had to remove and replace an intraocular lens (iol). The lens was replaced with the same model, different diopter lens due to the pt feeling she could not focus. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product lot history record review indicated the lot met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/05/2011 and 12/14/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).